Event description:
It was reported that the customer experienced issues with the serter not releasing properly. Troubleshooting was done for the serter issue. The customer's blood glucose was 400 mg/dl. The customer had just eaten dinner and the customer's mother stated that she may not have put enough insulin in. Advised that a replacement serter and supplies would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.